Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, and if further pertinent information is provided from product analysis, this report will be updated at that time

Event description:
It was reported that this right atrial (ra) lead became dislodged. A revision procedure was performed and the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 142mm from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences. Patient code 3191 was used to capture the patient undergoing surgical intervention to explant the device.

Event description:
It was reported that this right atrial (ra) lead became dislodged. A revision procedure was performed and the lead was explanted and replaced. Device was returned and analyzed. No additional adverse patient effects were reported.